Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver normal saline at an unspecified rate via a sigma pump. At an unspecified time, the secondary tubing set was connected to the upper clave y-site of the primary tubing set for piggyback delivery of 555ml of an unspecified concentration of irinotecan, to be delivered at a rate of 370ml/h and for a duration of 1.5 hours. The primary solution container was lowered below the secondary solution container. Approximately 1 hour after the chemotherapy delivery was initiated, it was reported that the "irinotecan bag was observed empty and ns bag overfilled." The nurse reprogrammed the pump for a 30 minute delivery of the solution in the primary solution container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been rec'd. (B) (4). (B) (4).